Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 01/10/2018 to the present date 10/19/2020 and confirmed that this device was previously returned for servicing. Device had similar service repair history. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that there was a keypad failure. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a keypad failure. No patient involvement was noted.